Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a dislodged right atrial lead. This was correlated with sensing changes and intermittent capture. X-rays confirmed dislodge prior to procedure. The lead was explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.